Event description:
It was reported that during a laparoscopic cholecystectomy, scissoring occurred as the jaws were misaligned. The device was used around the bladder. It was unknown which firing of the device this event occurred on. There was neither unexpected resistance nor noise before the event occurred. The device did not clamp something hard such as an existing clip. The device was fired out of the patient after the event. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 3 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws were noted to be properly aligned. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.